Event description:
The customer was hospitalized for high blood glucose. It was mentioned, the customer woke up and was vomiting. Customer has ulcers in his throat and he has high blood sugar. The customer also stated that the insulin pump had an alarm. The batteries were changed and the device was reprogrammed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.